Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Brand name - unknown. Catalog number, lot number and expiration date - unknown. Implant date ¿ unknown. 510k number - unknown. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision has occurred. Should additional information be received, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported that patient underwent a total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to stem loosening. Review of invoice history confirm the patient was revised with liner and locking ring. The stem and head were revised with competitor's components.